Manufacturer narrative:
(B)(4).

Event description:
It was reported that the adjustable loop of the ultrabutton adjustable fixation device broke while pulling through the femoral tunnel. There is no report as to the use of a backup device or if there was any delay in the procedure as the result of this event. No patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual observations. From the information provided, the adjustable loop of the ultrabutton adjustable fixation device broke while pulling through the femoral tunnel. Visual evaluation of the returned device shows the cobraid suture broken. Flipping suture and cortical button were received intact. Functional test could not be performed as the device is a single use device. Based on visual observations, customers complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive tension applied. Or (2) improper tunnel preparation. Excessive tension or improper tunnel preparation may result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.